Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and procedure images were not provided; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies implant migration as potential complications associated with use of the device.

Event description:
It was reported that an azur vascular plug was used to treat a splenic artery. The 10mm avp was deployed without issue but then migrated in the vessel. There was no report of harm or injury to the patient. The patient condition was stable, and the procedure outcome successful.